Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
The surgeon reported that the pt was complaining of increased hip pain status post total hip replacement in 2011. The surgeon proceeded to revise the painful hip. Stem was carefully removed using burr and flexible osteotomes. New stem was implanted (short citation). Femoral head was trailed to determine correct length and 2 dall miles cables were placed for prophylacive support.